Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the meter provided by the customer with s/n (B)(4) is (B)(6) 2011, i.e. The date after the medical event occurred.

Event description:
A customer reported their adc meter shuts off during testing and as a result of being unable to test, she was admitted to the hospital on (B)(6) 2011. The customer reportedly experienced weakness, "vision problems, and frequent urination" with a subsequent loss of consciousness. The customer self-presented to a health care facility where she was diagnosed with hyperglycemia and treated with insulin injection and unknown oral medication, which was a change to their normal treatment. There was no report of death or permanent impairment associated with this medical event.